Event description:
It was reported that the customer received a power source alert after plugging the pump into a wall outlet, resulting in the pump shutting down. There was no adverse impact to the customer's blood glucose level. The customer continued to use the pump for insulin therapy.